Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The problem (abnormal shutdowns) was investigated. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to a defective (B)(4) programmable logic device (pld) on the computer/analog pca. Additionally corrosion was discovered inside of the monitor. The root cause for the corrosion was ingress of an unknown liquid. The root cause for the defective (B)(4) pld could not be positively identified. A patient safety alert was mailed to active patients on (B)(6) 2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it was experiencing abnormal shutdowns.